Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced infected mesh, inflammation, severe abdominal pain, recurrence, lack of incorporation, mesh migration, mesh contracture, severe adhesions, fibrosis, scarring, recurrent purulent draining sinuses, abscess, and enterocutaneous fistula wound. Post-operative patient treatment included revision surgery, incision and debridement of abdominal wall, excision of skin, complex wound closure, incision and drainage of abscess, removal of foreign body, lysis of adhesions, takedown of fistula, small bowel resection with primary anastomosis, removal of infected mesh, bilateral posterior component separation, hernia repair with mesh, wound vac, and free anterolateral thigh flap re-elevation for exploration.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infected mesh, inflammation, severe abdominal pain, recurrence, lack of incorporation, mesh migration, mesh contracture, severe adhesions, fibrosis, scarring, recurrent purulent draining sinuses and enterocutaneous fistula wound. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant for parietex and onlay implant for permacol, the patient experienced infected mesh, inflammation, severe abdominal pain, recurrence, lack of incorporation, mesh migration, mesh fracture, foreign body reaction, mesh contracture, severe adhesions, fibrosis, scarring, recurrent purulent draining sinuses, abscess, open wound, ball of mesh, pain, drainage, infection, enterotomy, mesh separation and enterocutaneous fistula wound. Post-operative patient treatment included revision surgery, incision and debridement of abdominal wall, excision of skin, washout of abdominal wound, complex wound closure, incision and drainage of abscess, removal of foreign body, lysis of adhesions, takedown of fistula, small bowel resection with primary anastomosis, removal of infected mesh (one of the two implanted mesh), bilateral posterior component separation, hernia repair with mesh, wound vac/dressing, debridement, and free anterolateral thigh flap re-elevation for exploration.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: b5, b6, b7, g4, h6(removed c50437 and a040102) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant for parietex and onlay implant for permacol, the patient experienced infected mesh, inflammation, severe abdominal pain, recurrence, lack of incorporation, mesh migration, mesh fracture, foreign body reaction, mesh contracture, severe adhesions, fibrosis, scarring, recurrent purulent draining sinuses, abscess, open wound, pain and enterocutaneous fistula wound. Post-operative patient treatment included revision surgery, incision and debridement of abdominal wall, excision of skin, washout of abdominal wound, complex wound closure, incision and drainage of abscess, removal of foreign body, lysis of adhesions, takedown of fistula, small bowel resection with primary anastomosis, removal of infected mesh, bilateral posterior component separation, hernia repair with mesh, wound vac, and free anterolateral thigh flap re-elevation for exploration.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant for parietex and onlay implant for permacol, the patient experienced infected mesh, inflammation, severe abdominal pain, recurrence, lack of incorporation, mesh migration, mesh fracture, foreign body reaction, mesh contracture, severe adhesions, fibrosis, scarring, recurrent purulent draining sinuses, abscess, open wound, ball of mesh, pain, drainage, infection, and enterocutaneous fistula wound. Post-operative patient treatment included revision surgery, incision and debridement of abdominal wall, excision of skin, washout of abdominal wound, complex wound closure, incision and drainage of abscess, removal of foreign body, lysis of adhesions, takedown of fistula, small bowel resection with primary anastomosis, removal of infected mesh (one of the two implanted mesh), bilateral posterior component separation, hernia repair with mesh, wound vac/dressing, debridement, and free anterolateral thigh flap re-elevation for exploration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infected mesh, recurrence, lack of incorporation, mesh migration, mesh contracture, adhesions, severe pain. Recurrent draining sinuses and enterocutaneous fistula. Post-operative patient treatment included revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant for parietex and onlay implant for permacol, the patient experienced infected mesh, inflammation, severe abdominal pain, recurrence, lack of incorporation, mesh migration, mesh fracture, foreign body reaction, mesh contracture, severe adhesions, fibrosis, scarring, recurrent purulent draining sinuses, abscess, open wound, ball of mesh, pain, drainage, infection, enterotomy, mesh separation, enterocutaneous fistula wound, seroma, granulation tissue. Post-operative patient treatment included revision surgery, incision and debridement of abdominal wall, abdominal reconstruction, excision of skin, washout of abdominal wound, complex wound closure, incision and drainage of abscess, removal of foreign body, lysis of adhesions, takedown of fistula, small bowel resection with primary anastomosis, mesh revision, removal of infected mesh (one of the two implanted mesh), bilateral posterior component separation, hernia repair with mesh, wound vac/dressing, debridement, free anterolateral thigh flap re-elevation for exploration, CT scan, medication.

Manufacturer narrative:
Additional information: h6 (ime, imf, e2402: sinus tract) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infected mesh, recurrence, lack of incorporation, mesh migration, mesh contracture, severe adhesions, severe pain, fibrosis, scarring, recurrent purulent draining sinuses and enterocutaneous fistula wound. Post-operative patient treatment included revision surgery.